Manufacturer narrative:
(B)(4). The device was tested on simulated tissue for activation and knife function. The device functioned normally when activated but the knife would not cut smoothly. Examination under magnification confirmed damage to the leading edge of the blade with 0.08 inches of the knife blade missing, not returned with the device. It is possible the customer hit a staple, metal pin or other hard substance that damaged the blade. The IFU for this product has a warning not to deploy the cutter on clips, staples and other metal objects to prevent damage to the cutter blade. The IFU also recommends cleaning the jaws with a piece of wet gauze to help minimize tissue build-up between the jaws.

Event description:
The customer originally reported the device was defective and was unable to provide any additional details on incident. The device sample was received for investigation on (B)(6) 2014 and it was noted that 0.08 inches of the knife blade is missing, not returned with device. Site was contacted regarding missing knife component and was unable to provide any additional information.